Event description:
During routine testing by htm / bme [healthcare technology management, / biomedical engineering] it was determined that built in printer of the defibrillator was skipping which could have resulted in a misdiagnosis of the ECG [electrocardiogram] reading. Manufacturer response for port catheter, implanted, subcutaneous, intraperitoneal, r series (per site reporter). Zoll agrees there is a problem with the door to the printer. They are trying to determine the cause and the extent of the issue.